Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; a comparative study of the efficacy by using different stent-grafts in bell-bottom technique for the treatment of abdominal aortic aneurysm concomitant with iliac artery aneurysm. Lixin wang, shuangchao liang, xin xu, bin chen, junhao jiang, zhenyu shi, xiao tang, xiushi zhou, min zhou, daqiao guo, weiguo fu. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms (average diameter of 62mm) from january 2011 to december 2016. He following device malfunctions were observed: type ia endoleak, type ib endoleak, type ii endoleak, type iii endoleak (unknown subtype)